Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On july 27, 2020, olympus medical systems corp. (Omsc) received a literature titled "multicenter prospective joint study on efficacy and safety of colorectal esd in hiroshima area". In the literature, it was reported that complications of intraoperative perforation, postoperative bleeding, and postoperative perforation occurred using the subject device and the competitor's device "sb knife". This study was conducted colorectal endoscopic submucosal dissection (esd) on 2334 patients between august 2018 and december 2018 in the hiroshima area. The reported postoperative bleeding and postoperative perforation were not able to identify with relation to the subject device since it was not reported that a direct relationship between the subject device and the observed adverse events. In contrast, omsc assume that the complication of the intraoperative perforation was related to the subject device since the esd procedure was used subject device. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit one medical device report (MDR) for the intraoperative perforation of the electrosurgical knife.